Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed insert new sensor during a sensor session. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and passed. Data was received for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.